Manufacturer narrative:
The device was returned to davol for evaluation. The sample was returned in two pieces. A single piece of suture was visible on the mesh. There was residual sepra st material remaining on the mesh. Based on the 3-day time of implant in the body this is normal. Visual examination finds for dark areas on the surface of the device. No other visible anomalies were found. As reported the primary defect had reopened. Recurrence is listed in the adverse reactions section of the IFU as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date no additional complaints have been reported for this lot number. While no definitive conclusions can be made at this time, examination of the returned sample found no anomalies. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. For information regarding the composix kugel hernia patch implanted on (B)(6) 2010 reference MDR 123643-2016-00158.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent a ventral incisional hernia repair with implant of a large bard/davol composix kugel hernia patch (mesh #1). On (B)(6) 2012 - patient had an md office visit with complaints of abdominal problems and was diagnosed with an umbilical hernia and constipation. On (B)(6) 2015 patient was treated for recurrent ventral hernia. Underwent exploratory laparotomy which included lysis of adhesions and removal of the bard composix kugel mesh (mesh #1). Defect was closed with suture. Doctor created musculocutaneus flap and implantation of a bard/davol ventralight st (mesh #2) to support the repair. On (B)(6) 2015 - the patient presented to the hospital ER with severe abdominal pain and nausea and was diagnosed with a small bowel obstruction. On (B)(6) 2015 - the patient underwent an exploratory laparotomy where it was found that the primary defect had reopened with small bowel protrusion. Repair included the removal of previously placed ventralight st (mesh #2) and placement of another ventralight st mesh (mesh #3).

Manufacturer narrative:
Currently, it is unknown whether the bard/davol composix kugel device may have caused or contributed to the reported event. The medical records indicate the patient was treated for recurrence. Recurrence is listed as possible adverse reactions in the instructions-for-use. To date no additional complaints have been reported for this lot number. The medical records indicate the ventralight st (#2) was removed due to repair of the primary defect which had reopened with small bowel protrusion. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr was submitted for the composix kugel mesh implanted in (B)(6) 2010. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent a ventral incisional hernia repair with implant of a large bard/davol composix kugel hernia patch (mesh #1). On (B)(6) 2012 - patient had an md office visit with complaints of abdominal problems and was diagnosed with an umbilical hernia and constipation. On (B)(6) 2015 - patient was treated for recurrent ventral hernia. Underwent exploratory laparotomy which included lysis of adhesions and removal of the bard composix kugel mesh (mesh #1). Defect was closed with suture. Doctor created musculocutaneus flap and implantation of a bard/davol ventralight st (mesh #2) to support the repair. On (B)(6) 2015 - the patient presented to the hospital ER with severe abdominal pain and nausea and was diagnosed with a small bowel obstruction. On (B)(6) 2015 - the patient underwent an exploratory laparotomy where it was found that the primary defect had reopened with small bowel protrusion. Repair included the removal of previously placed ventralight st (mesh #2) and placement of another ventralight st mesh (mesh #3).